Event description:
It was reported that the pt received a letter. Pt complains of pain that runs down to the front of her leg and hip.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.